Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if needed, while technical support arranged a warranty replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of problematic pump within ten days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.